Event description:
The customer reported that an 840 ventilator had an inoperable gui. There was no patient involvement. The customer reported to have replaced the graphic user interface cpu pcb. Covidien was not authorized to repair the vent. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).